Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the device code 99-t93585, batch b3900646, before the market release. No anomalies have been found. The original lot, manufactured in 2023, was comprised of (B)(4) units. 25 of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received in regards to this specific device lot. Technical evaluation: a technical evaluation of the product used was not performed as the product was discarded by the hospital and therefore not available for the investigation. Conclusions: a technical evaluation of the product used was not performed as the product was discarded by the hospital. A medical evaluation of the case was not performed as the x-ray images were not made available. The information received indicates that the surgery was completed using a replacement screw of the same model immediately available, and the patient is in good health. Based on the information made available on the event, it was not possible to define the root cause of the problem occurred. In case further information is provided on the specific application of the system (e.g. X-ray images) or on the product involved, orthofix will re-open the investigation on the case. Orthofix continues monitoring the devices on the market.

Event description:
The information initially provided by local agent indicates: - date of initial surgery: (B)(6) 2023. - event description: "regularly implanted the cephalic screw. It was not possible to screw the supplementary screw in the nail". - consequences: used another dm. On november 6, 2023, orthofix received the follwing additional details: - body part to which device was applied: femur. - surgery description: fracture treatment. - patient information: born in 1928, female, with severe dementia, colon interventions and cardiac problems. - problem detected during treatment. - the device failure did not have any adverse effects on patient. - the surgery was not completed with the device. - a replacement device of same model was immediately available to complete the surgery. - the problem occurred led to a 5 minutes delay of the surgical procedure. - an additional surgery was not required. - a medical intervention (outpatient clinic) was not required. - copy of the operative report is not available. - copy of the x-ray images is available (not received by orthofix). - product not available for return (discarded by the hospital). - patient in good health conditions. Manufacturer ref: (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code 99-t93585, batch b3900646, before the market release. No anomalies have been found. The original lot, manufactured in 2023, was comprised of (B)(4) units. 25 of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received in regards to this specific device lot. Technical evaluation the device involved in this event has not yet been received by orthofix srl. The technical evaluation will be performed as soon as the device becomes available. As soon as the further information and/or the results of the technical investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information initially provided by local agent indicates: date of initial surgery: (B)(6) 2023. Event description: "regularly implanted the cephalic screw. It was not possible to screw the supplementary scrrew in the nail". Consequences: used another dm manufacturer ref: (B)(4).